Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to remain closed. A field service engineer had attempted to reset the system via hardware test application and performed a reboot, but these efforts were unsuccessful. All pockets were removed, and the half height cubie trays were reseated. The locking dividers and side plate were reinstalled. The fse then ran diagnostics in a hardware test application, secured the row board and pyxibus cables, and cleaned out any debris found. The pharmacy tech tested in the main application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to stay closed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.